Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified forearm vein. A 5.00mm/2.cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was successfully advanced to the target lesion. However, during first inflation, it was noted that the balloon ruptured at 6am for 3seconds. The procedure was completed with another of the same device. No patient complications were reported.